Event description:
According to the reporter, during product use, the surgeon found some of the staple pins on mucosa, but the device did not cut mucosa. The anvil was found intact with the pursestring. There was no pt injury or medical intervention required. There was no tissue damage. The remaining tissue was transected with use of cautery, and operating room time was extended approx 45 mins.

Manufacturer narrative:
(B)(4). (B)(4).